Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the doctor injects the lens, and he observed fractured optics, so doctor decided to stop, withdraw and change. There was no damage to the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was observed dried on the lens. One haptic was fractured (broken) in the distal area. The broken haptic was not returned. The optic was undamaged. Associated products were not indicated. Broken haptic damage was observed. The optic was undamaged. The broken haptic was most likely interpreted as the complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).